Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet pump, restarted the device multiple times, and then, under guidance, removed all supplies, performed a dry run, and completed a full supply change with a pre-filled cartridge (lot rscpt20) and a new infusion set (lot 6015437), after which insulin delivery successfully resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of pump function and continued monitoring by the user. Investigation included guided troubleshooting, a dry run to verify mechanism function without insulin, and replacement of consumables. Investigation of this case revealed resolution of a consecutive motor stall condition consistent with a transient mechanical or supply-related interference, with normal device performance after supply change and dry run. It was concluded, based on previously established findings for similar reports, that the cause was a temporary obstruction or drag in the delivery pathway that cleared with consumable replacement and system re-priming.

Manufacturer narrative:
Initial.